Manufacturer narrative:
(B)(4). Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test or verify communicate to sensor simulator to confirm lost sensor alarm due to missing segment/partial display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was lost. Customer stated that they received a new transmitter. The wrong transmitter identity was programmed in the insulin pump. Assisted customer in reprogramming the transmitter identity. No harm requiring medical intervention was reported. The device will be returned for analysis.